Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. The attached photo shows an activated company preloaded device. The plunger is advanced outside of the nozzle tip and appears to be advanced over the iol. The iol appears to be advanced almost to the depth guard. We are unable to determine the root cause for the reported complaint iol got stuck in the cartridge between nozzle and the plunger. The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23 degree c 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard and is advanced over the iol. The iol is advanced into the nozzle entry and is damaged. The attached photo shows an activated company preloaded device. The plunger is advanced outside of the nozzle tip and appears to be advanced over the iol. The iol appears to be advanced almost to the depth guard. We are unable to determine the root cause for the reported complaint. Plunger override was observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23degreec or 73degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure the lens got stuck inside the cartridge between the plunger and the nozzle while surgeon was trying to implant the iol. The procedure was completed with another lens. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).